Event description:
It was reported the patient had a spinal headache and they had to do a blood patch because he was leaking cerebrospinal fluid around the catheter site. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).